Manufacturer narrative:
Date of event: (B)(6) 2016. Explant date: (B)(6) 2016.

Event description:
A report was received via social media that the patient was experiencing mid back pain. It was also reported that after the previous surgery the patient's ipg was fried. The patient underwent an ipg replacement procedure.